Event description:
It was reported that this was an arteriotomy closure of the heavily calcified left common femoral artery using the pre-close technique via a 6f sheath hole using a proglide device prior to a transcatheter aortic valve replacement interventional procedure. Reportedly, after device deployment, the proglide could not be removed from the anatomy. The patient was sent to surgery for removal of the device. A cut down was performed and it was identified that the proglide had been deployed into a synthetic graft. Hemostasis was temporarily achieved with balloon angioplasty from contralateral access. The proglide was ultimately removed following further cut down extending into the superficial femoral artery, cutting the suture and rotating the device to close the foot. Extensive damage to the posterior wall of the vessel was noted. The artery was transected and grafted. Medication was given and a drain was placed. A clinically significant delay in the procedure occurred. The patient was transferred to the cardiovascular intensive care unit in stable, but critical condition. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. The difficulty opening and closing the foot was not tested/confirmed due to the condition of the returned device. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Additionally analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Analysis of the returned device found that the guide was separated at the distal end of the guide tube (still held together by the actuator wire). Follow-up with the account confirmed that the guide separation occurred during the attempt to remove the device from the patient anatomy during the procedure. Additionally a cuff tab separation was noted. No additional information was provided.